Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the tubing got out from the connection part and the adhesion part was missing. No further information available.